Event description:
It was reported that patient never had therapeutic effect. The patient reported a shocking or jolting sensation at the implantable neurostimulator (ins) site. It happened when the patient moved, "every couple of seconds.¿ the patient indicated the ins has been set "very low" and was not managing symptoms. It was reported that the symptoms occurred following an implant. The patient¿s symptom was located at stomach area. It was indicated that when the patient went to the clinic trying to get answers and was told the lead was too far from the ins and that they have many reports of shocking with this ins due to a "locking mechanism" where the lead connects to the ins. It was later reported that had been having a shocking sensation at the site of their device since the day it was turned on. It was also noted that their device was shocking them, it was turned off. It had been suggested that patient should have the device and leads replaced with the most recent generation of the system. The patient wanted to know what steps was needed to take to expedite this process aside from scheduling and otherwise medical procedures. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).